Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the electronic control unit had no power. It was further determined that electric motor had low torque. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgery, it was observed that the battery reamer/drill device would work in reverse but not forward. It was further reported that after changing the battery out, it would not work in forward or reverse. There was a four minute delay in the reported event. An identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported the surgery was successfully completed. All provided information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.